Event description:
The article reports that there have been some reports of infection complications associated with perclose prostyle devices when used for hemostasis in thin patients. The puncture site may become umbilical depressed. The article reports three cases of umbilical site depression with the perclose prostyle suture. This event represents case 2 from the article. It was reported that this was an arteriotomy closure of the right common femoral artery (rcfa) using a prostyle device after an endovascular thrombectomy (evt) interventional procedure for an occluded lesion in the left superficial femoral artery (sfa) of a patient with a thin build that had intermittent claudication. A stent was implanted in the left sfa via the rcfa access site and hemostasis was achieved with the prostyle suture. Two weeks later, the patient was referred to this cardiovascular center because of bleeding from the puncture site in her right femoral artery. A contrast computed tomography revealed an infected pseudoaneurysm. The patient was referred to vascular surgery where the infected area was debrided and vascular repair surgery was performed. There no reported clinically significant delay in the procedure or therapy. Details are listed in the article titled, "infected pseudoaneurysm associated with umbilical depression at the puncture site due to perclose prostyle suture: restoration for infection prevention." No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. B3 - date of event: estimated d4: the UDI is not known as the part and lot number were not provided. The additional patients referenced in b5 are filed under separate medwatch report numbers. Literature attachment: article title: "infected pseudoaneurysm associated with umbilical depression at the puncture site due to perclose prostyle suture: restoration for infection prevention"